Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the reported incident. The surgeon inspected the device's balloon functionality before the procedure and he found it to be functioning properly. We have sent a list of follow-up questions to the hospital but we have not yet received a response despite our repeated attempts. We could not perform a batch record review of the affected lot since the lot number was not provided to us. There was no harm to the patient because of this incident.

Event description:
After completing carotid endarterectomy (cea) procedure, when the surgeon attempted to deflate one of the balloons of the pruitt f3 carotid shunt, he was unable to do so. So, he manually popped the balloon to remove it from the patient's blood vessel. There was no harm to the patient because of this incident.